Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, by stryker, it was observed that the device power cycled during voice prompts after the lid was opened. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and confirmed the reported issue. The reported issue was isolated to user interruption of the 1.13 version software update. To perform the software update, page 55 of the lifepak cr2 operating instructions instruct the user to keep the lid open and not close the lid until step 7, after the device says, ¿powering off¿, indicating the update has completed. Because the user is not properly following and performing the instructions (prematurely opening the lid), the root cause of the reported issue is determined to be due to user error. The customer received a replacement device. The device was archived by stryker.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, by stryker, it was observed that the device power cycled during voice prompts after the lid was opened. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device device power cycled during voice prompts after the lid was opened. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.